Event description:
It was reported that the pt had a continued middle ear and mastoid infection on the implanted side. There was progressive deterioration of speech discrimination and speech production. The cochlear implant showed no adverse effects. No errors were received during implant testing. The physician team decided to explant the device, perform a mastoidectomy and not to re-implant, due to infection in the surrounding areas. Following the clearing of the infection, a decision will be made about implanting the contra-lateral side.

Manufacturer narrative:
The device has been explanted, and has been returned to MFR, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.